Manufacturer narrative:
Received 1 used foley catheter. The reported issue was unconfirmed, as the event could not be reproduced. Per visual inspection, the exterior of the sample was examined and no evidence of a failure that would support the reported event was found. Per functional testing, the balloon was inflated with 10cc of water and a leak test was performed, and on the seventh day, the balloon was fully inflated with no signs of leaking; the concentricity was found to be 60:40. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that the first foley lasted 18 hours before it fell out of the patient, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by the hospital and a second foley was then placed in the patient. After being in place for 5 days, the second foley also fell out of the patient when getting out of the bed to use the bathroom. It was found that two-thirds of the balloon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first foley lasted 18 hours before it fell out of the patient, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by the hospital and a second foley was then placed in the patient. After being in place for 5 days, the second foley also fell out of the patient when getting out of the bed to use the bathroom. It was found that two-thirds of the balloon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first foley lasted 18 hours before it fell out of the patient, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by the hospital and a second foley was then placed in the patient. After being in place for 5 days, the second foley also fell out of the patient when getting out of the bed to use the bathroom. It was found that two-thirds of the balloon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction = model #/lot #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first foley lasted 18 hours before it fell out of the patient, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by the hospital and a second foley was then placed in the patient. After being in place for 5 days, the second foley also fell out of the patient when getting out of the bed to use the bathroom. It was found that two-thirds of the balloon was deflated.